Manufacturer narrative:
The customer canceled the service request and stated the system was working. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause was not able to be determined conclusively. (B)(4).

Event description:
A customer reported that the equipment displayed a system message and locked prior to a vitreo-retinal procedure. The patient was in the surgical room and had received peribulbar anesthesia. There was no harm to the patient, but the procedure was cancelled.